Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction system. Once the stent and introduction system were in position, the stent would not deploy. (We understand this to mean the physician experienced difficulty removing the guiding catheter of the introduction system from the stent once the stent was inside the biliary duct.) Another device was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. The reporter indicated that the same observation was made on 1 other occasion (device 2). The observations and outcomes are identical to device 1. For suspect medical device information on device 2, see report number 1037905-2008-00011.

Manufacturer narrative:
Evaluation: our evaluation of the returned devices was unable to confirm the report as it was described. The guiding catheters of the introduction systems exhibit numerous bends and flattened areas throughout the length of the devices. The outer diameters of the guiding catheters measure within the appropriate specs. The pushing catheters of the introduction systems exhibit kinks and buckled areas. The kinked, buckled, and flattened areas on the introduction systems suggest additional pressure was applied to the introduction systems during use. The stents included with these sets were not included in the return. Because the stents were not returned, a full evaluation could not be conducted. A discrepancy or anomaly that could have contributed to the reported stent deployment difficulties was not observed during our evaluation of the introduction systems. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the condition of the returned products suggests excessive pressure had been applied to the introduction system. If the introduction system receives excessive pressure during an attempt to place the stent, damage to the introducer such as kinks, bends, and buckled areas can occur. The instructions for use for this device caution the user that the device should not be used if the stent cannot advance through the strictured area. Prior to distribution, all oasis - one action stent introduction systems are subjected to a visual inspection to ensure device integrity. The outer diameter size of the guiding catheter is verified during the inspection process. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. Although the lot number was unable to be determined, we can advise that this product was manufactured prior to implementation of this corrective action based on the date this report was provided. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.